Event description:
It was reported that the pump exhibited an air in line alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a cut upstream occlusion (uso) seal. Additionally, during the air detector test the pump could not start due to the air in line alarm. The cause of the customer reported problem was a damaged air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced uso seal, and air detector, calibrated the pump, and the pump passed all functional tests and performed as intended after repair.